Event description:
It has been reported that upon removal, stimulator leads easily pulled out from the fusion site, and the generator was found to be corroded.

Event description:
It was reported that "surgeon reamed up to 12.5mm distally, broached with a pressfit 9 broach, trial was successful. Put in #9 13 implant, requested femoral head and reduced the construct and #9 13 implant loosened. Surgeon was able to remove by hand and determined that implant was too loose to leave in pt. Surgeon removed and cemented in different implant."

Event description:
Partial broken nail removed. Part of nail remains in patient. Patient's outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
The information provided herein is in response to the FDA letter dated october 29, 2009 with the referenced number 2242816-2009-00081, sent by (B) (4). The medical device report indicates the device was returned to you. Please provide the final results of any failure analyses performed, including a description of methodologies used, identification of failure modes and any conclusions drawn. A review of the complaint history indicates this is the first reported event of this nature. Upon visual examination, the leads were cut and the can was scratched. The evaluation indicates these observations are typical of an explanted unit. There was also staining on the anode of the can. The manufacturing records were reviewed and no anomalies were identified during the manufacturing process. Additionally, during the assembly procedure each unit under goes a pull test to ensure there is no failure with the lead connector assembly. Upon receipt of the device, electrical testing was performed and the device was found to be functional. The reported 'corrosion' on the anode was determined not corrosion as it was easily removed from the anode using disposable wipes. The material on the surface of the device was most likely body tissue material consisting of melanin. This is based upon a previously issued technical report by the former director of (B) (4) research.